Event description:
Additional information received via a healthcare professional from a foreign clinical study reported the etiology as related to the device or therapy and not related to the implant procedure. The event was not due to programming, which the most recent programming prior to the event was (B)(6) 2014.

Event description:
Additional information received reported the event occurred (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, lot# 0207982331, implanted: (B)(6) 2014, product type: lead. Product ID: 3389-28, lot# 0207857230, implanted: (B)(6) 2014, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4)

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient had depressive feelings when stimulation was on. The relatedness was unknown related to programming/stimulation. Interventions taken as a result of the event included in-patient hospitalization and reprogramming during hospitalization. The issue was not resolved at the time of report. No further actions were planned. No surgical intervention occurred or was planned. The patient's status at the time of report was alive with injury.